Event description:
The customer reported a leak from the wbc bath of the coulter lh 780 hematology analyzer. The volume of the leak was 1 ml and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/16/2015. The fse found that the wbc bath was leaking due to old age. The fse replaced the wbc bath, which repaired the leak. The repairs were verified per established procedures. (B)(4).